Event description:
It was reported that the 9800 system had a low ma error and the remote user interface joystick would not work during a case. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The battery pack was replaced. The filament was calibrated and the remote user interface connection was reseated during the service call. The system was tested and found to be working as intended and put back into service.